Event description:
Inserting the inlay an edge-chip broke. Surgery time prolongation 5 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.